Event description:
The facility representative reported a colleague infusion pump which overdelivered on channel b during preventive maintenance. No patient injury or medical intervention was reported. The user interface module master software version for this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition, however during previous service on (B)(6) 2007 channel b was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It had been reported the lead fractured causing noise and multiple inappropriate therapies. The plan was to replace the lead. It was later determined via review of manufacturer's database that the patient died approximately 7 weeks later. Follow up later revealed the patient had last been seen in clinic (B)(6) 2008 with normal device function noted and patient pacemaker dependent with underlying rhythm of atrial fibrillation. Clinic reported patient had been admitted to hospice with cause of death unknown, but no device allegations as relates to death.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of an overinfusion. The root cause could not be determined. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.